Event description:
It was reported that during proper operation checkout, the ventilator did not display tidal volumes or breath rate. The ventilator turbine was making a high pitched sound. No report of pt harm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na